Event description:
Customer reported an error 404 is being displayed. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a fuse on the table interface board. System operates as intended. This MDR is related to ge healthcare complaint number.